Manufacturer narrative:
An investigation was not possible because no product was send for investigation. Referring to the reason of the complaint, we would like to point out that for correct adjustability, that it is important to position the adjustment tool centrally over the valve. It is also possible that any protein deposits may have affected the function of the valve, therefore making it difficult to adjust the pressure ratings . Another explanation for this may be that the implantation position has been chosen unfavourably due to the anatomical conditions of the patient, or that the skin over the valve was too thick, which could have caused adjustment difficulties. However, we cannot finally clarify what influenced the setting of the pressure stage, as this would require an examination of the valve.

Event description:
It was reported that there was an issue with a progav 2.0. The pressure value of progav2.0 unintentionally changes. The progav2.0 was implanted with nominal opening pressure value of 5cmh2o. However, later, x-ray image showed that the pressure value was 3cmh2o. The surgeon re-adjusted the valve to 5cmh2o. The surgeon pumped the reservoir of the shunt, and later , when the surgeon checked the opening pressure , it indicated 8cmh2o. The pumping of the reservoir was done in the patient's room and there was no magnetic environment that could have affected the valve. The product has not been explanted yet, because there has not been deterioration of the patient's health condition. So for now, no surgical intervention is scheduled. Additional information was not provided.